Event description:
The customer reported via phone call that they fell into the water while connected to the insulin pump. Customer stated the insulin pump was under water for less than 30 seconds. The customer's blood glucose was 107 mg/dl. The customer also reported a motor error alarm occurring. Customer also stated they were unable to complete the rewind sequence on their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no motor error alarm noted. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime/a33, excessive no delivery tests and passed the motor test. No moisture damage found on the electronics, motor, battery tube, vibrator and keypad assembly noted. The insulin pump has cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.